Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was high and the device failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board, blower motor, flow sensor assembly and tubing kit were replaced to address this issue. The device was found to be contaminated.